Event description:
Facility alleges leak in the blood line causing an estimated 80cc of blood loss. Facility reported 45mn. Into treatment, the pump segment of the arterial blood line split and blood leak occurred. Line was changed and treatment continued. No blood transfusion was needed. Sample available for investigation. Hct not available.